Event description:
Reporter alleged that pt locked the brakes and sat down on the walker seat. When the user sat down on the seat, the bolt that attaches the left front caster assembly to the frame broke, causing the walker to fall backwards to the left. Per reporter, the pt was not injured and may have been kept from falling by bystanders.